Event description:
During an "acl" procedure, the tip of the driver broke off into the head of the femoral screw and is flush with the screw head. Unable to retrieve the tip. The surgeon is satisified with the screw placement.